Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was used and a thrombotic occlusion was identified several hours after the procedure, when the patient complained of abnormalities. Angiography revealed the thrombotic occlusion. Thrombus formation due to partial detachment of the sealant could not be ruled out. Aspiration with an aspiration catheter and plain old balloon angioplasty (poba) were performed, and some improvement in blood flow was observed, completing the procedure. The device was used after treating the superficial femoral artery (sfa) via ipsilateral antegrade puncture, and the procedure was performed according to the instructions for use (IFU) with hemostasis initially achieved. All mynx training had been completed. A non-cordis sheath introducer was used. The femoral artery suitability and insertion angle were verified on angiography or venography. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The stick location was the groin. There was no presence of peripheral vascular disease or calcium at the puncture site. No damage was found on the device or packaging prior to opening. A compression device/compression dressing was used for 2 hours. The patient remained on bed rest for 2 hours following the procedure. There was no reported history of clots, blood-clotting disorders, heart failure, obesity, cancer, or other diseases that may have increased the risk of clot formation. The patient was not a smoker. The patient was not taking anticoagulants, antiplatelets, or thrombolytics. Contrast/imaging was used to confirm balloon placement. The tension indicator was aligned with the markers before deployment. The deployer did not fail to maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. A procedural sheath greater than 7f was not used prior to introducing the mynx. The vessel was not less than 5 mm in diameter. The device will not be returned for evaluation.